Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): no anomalies found; grommet damage was noted along with a set screw rounded socket.

Event description:
It was reported that during the implant procedure, the rv lead was not able to be secured in the header due to a possible set screw problem. A new device was then implanted. No patient complications have been reported as a result of this event.